Event description:
It was reported that customer did not initially see drops of insulin at end of tubing during fill tubing step of load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Customer technical services instructed customer to continue filling tubing until pump piston reached cartridge reservoir, and assisted customer in completing load process and resuming insulin delivery.